Event description:
It was reported that pump displayed malfunction code while customer was at work, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions, and customer planned to complete reset independently and was advised to call back if malfunction code recurred, which customer acknowledged and understood.